Manufacturer narrative:
Date of event: unknown/ not provided. Model #: a complete model # is unknown, as product serial number was not provided. Serial#: unknown/not provided catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date: lens was implanted in (B)(6) 2021 telephone number: (B)(6). Telephone number: (B)(6). Device manufacture date: unknown as product serial number was not provided. Device evaluation: the iol was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were not reviewed because the serial number was not provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was operated bilaterally with (B)(4) intra-ocular lenses (iol) in (B)(6) 2021. Upon patient complains during post-op examinations, surgeon decided to do a iol exchange. As per recent information, od (right eye) iol exchange was done in (B)(6) 2021 and os (left eye) on the (B)(6) 2021 with the os lens being collected for evaluation upon surgeons agreement with medical affairs. Through follow-up we learned that the lens was explanted on the (B)(6) and that the main issue was blurry vision. No additional information was provided. This report is for the od lens. A separate report will be filed for the os lens.